Event description:
A customer had a problem with an enema bag with tubing. Sustained a rectal perforation during CT scan of abdomen & pelvic requiring insertion of rectal tube for admin of rectal contrast.